Event description:
It was reported that during the preparation of a port placement, there was lack of integrity of the silicone membrane lining the top of the port chamber. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one power port isp MRI implantable port was returned for evaluation. Visual, microscopic and functional evaluations were performed on the returned device. A longitudinal split on the port was noted. The port was patent to both infusion and aspiration without issue. No leaks were observed during tests. The manufacturing site evaluation states, visual inspection of the images showed a powerport MRI isp as the main component to be evaluated, a longitudinal split was observed through the port septum, no residues of use were observed or not after anomalies through the port. Therefore, the investigation is unconfirmed for the reported material protrusion/extrusion issue as the sample evaluation results indicating there was no material protrusion or extrusion. However, the investigation is confirmed for the identified material split, cut or torn as a longitudinal split was noted on the port septum. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a port placement, there was lack of integrity of the silicone membrane lining the top of the port chamber. The procedure was completed using another device. There was no patient contact.